Event description:
(B)(6) study. It was reported that additional intervention for peri device leak was performed. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A watchman flx laa closure device was implanted with a complete seal and deployed diameter of 31mm. Prior to the index procedure, 81 mg aspirin and 20 mg of rivaroxaban were administered. The following day, the patient was discharged with aspirin and rivaroxaban. On (B)(6) 2019, the patient presented for 12 month follow up transesophageal echocardiogram (tee) which revealed complete laa seal with 3 mm size of largest residual jet around device and no thrombus and pericardial effusion was noted. On (B)(6) 2019, the patient was hospitalized for treatment of the leak. The patient denied any recent chest pain, shortness of breath, nausea vomiting, fever chills, any respiratory or uti symptoms. Furthermore, subject also denied any recurrence of gi bleed post stopping of anticoagulation. Embolization coils were deployed to the area behind the leak. Additionally, a non-bsc occlusion device was deployed to the area of the leak until no further flow was noted via ultrasound. Protamine was administered at the end of the case. Patient tolerated the procedure well and was transferred in stable condition. Patient was discharged the following day on aspirin.